Event description:
It was reported that the log files displayed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. It was reported that the cause of the no external power alarm was a patient operation error. When the patient was switching from mpu to battery after waking they accidently disconnected both power connectors at the same time. The mpu was still in use.

Manufacturer narrative:
The serial number of the mobile power unit was unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power alarm was confirmed with the submitted log file. The event log file captured a low power hazard/no external power alarm event on march 7 at 6:07 am. According to the voltage values, both power cables lost power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the system continue to operate at the stored speed value (6,000 rpm). Approximately ten seconds later, power was restored from the mobile power unit and all alarms cleared. On march 11 at 7:36 am, a no external power alarm event was captured. According to the voltage values, the white power cable was disconnected from the mobile power unit prior to the black power cable, which activated the alarm. The system reverted to the internal 11v backup battery for power and the system continue to operate at the patient stored speed value (6,000 rpm). Approximately five seconds later, 14v batteries/clips were connected to the power cables and cleared the alarm. This event is consistent with the additional information communicated on 28mar2022 that indicated both power connectors were accidentally disconnected during a power exchange. The mobile power unit remains in use and not expected to be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.